Event description:
It was reported by the rep that the surgeon went to fire tlc100. On first firing, a firing knob broke off. The surgeon was firing on lung tissue. The surgeon opened another tlc100 to complete the case. There was no consequence to pt.